Event description:
It was reported that this right ventricular (rv) lead with the cardiac resynchronization therapy defibrillator (crt-d) exhibited one high out of range shock impedance measurement. The device displayed an alert and technical services (ts) recommended to continue to monitor this system. The rv lead and crt-d remain in service. No adverse patient effects were reported.